Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain" "hardness, difficulty breathing as well as exchange from textured to smooth due to concern with the product, capsular contracture baker grade unknown.

Event description:
Patient reported right side "pain" "hardness, difficulty breathing as well as exchange from textured to smooth due to concern with the product." The patient stated implants are "capsur, collapsure or something like that" baker grade unknown, the patient further stated "they have hardened, and they are causing me...I have been to several doctors and it is a lot of money to get them out". The device remains implanted.

Event description:
Physician reported an exchange due to patient¿s concerns with the product and device "ruptured". The initially reported "capsur" or capsular contracture was reported with an unspecified baker grade. The device was replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture/dyspnea/capsular contracture/anxiety-product/procedure was received on (B)(6)2022. With lot number 1552144. Visual analysis of the returned device identified: broken shell, part of the shell is missing, crease fold, wear abrasion, underweight. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress mark. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks. Missing shell assessed as inconclusive.

Event description:
Patient reported right side "pain" "hardness, difficulty breathing as well as exchange from textured to smooth due to concern with the product." The patient stated implants are "capsur, collapsure or something like that", the patient further stated "they have hardened, and they are causing me. I have been to several doctors and it is a lot of money to get them out". Physician reported an exchange due to patient¿s concerns with the product and "ruptured/fear alcl". The initially reported "capsur" or capsular contracture was reported with an unspecified baker grade. The device was replaced.